Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00707. This report is being submitted as additional information. Approximate age of device - 47 days. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of the pump, and a direct correlation between the device and the report of pump thrombosis could not be conclusively established. The pump was returned assembled with the driveline severed approximately 3¿ from the pump housing and approximately 15¿ of the remaining distal portion was also returned. The controller connector was not returned. The inflow conduit, outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The bend relief collar was returned detached from the device. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations the device was then cleaned and examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that met manufacturing specifications. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with suspected pump thrombus. The patient had elevated lactate dehydrogenase (ldh) and had subtherapeutic inr, with elevated lvad flow estimation. Additional information was requested but was not provided. Additional information: additional information was provided by the vad coordinator confirming that the patient received a pump exchange on (B)(6) 2018 due to thrombus.